Event description:
It was reported that the patient underwent a revision surgery in which a malleable penile prosthesis was removed and replaced with an inflatable penile prosthesis (ipp) due to unspecified reasons. No further information was provided.